Manufacturer narrative:
Device passed the displacement test and active current measurement and self test. However, device failed the sleep current measurement due to moisture damage on the electronic assembly and battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not received a low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.